Event description:
Motor hose disconnected from motor at the swivel. Bearing or set screw was noted by surgeon in pt wound site during plip procedure. Component was removed by suction. Surgeon continued use of motor. Screeching noise was heard coming from the motor. Surgeon stopped drilling, and motor hose disconnected from motor at the swivel. It was noted that the set screw that retains the swivel bearings was missing from the motor. This was the first use of the motor following repair. Surgeon initially reported that the motor seemed to have low power. Bearing or setscrew was suctioned up and will be captured by filter on cell saver. Additional antibiotics were administered.